Event description:
I completed treatment with byte over a year ago. I wear my retainers nightly and am pleased with the appearance of my teeth ("I even referred my husband!"), but at the dentist today I needed to get a crown and as they were testing my bite, they realized my molars don't touch at all. I have been having jaw issues over the past 6 months and I wasn't sure if it's possible that changes to my actual bite during treatment may be related. I wasn't sure if this was something byte would take a look at to see if an adjustment could be made.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024."